Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that his pump is not picking up his sensor. The customer reported that it appears that his transmitter is not picking up a charge. He shared that the pump keeps sending him alerts. The customer declined troubleshooting for the issues he was having. The customer had low blood glucose of 45mg/dl and then it was 150mg/dl. The patient does not want to troubleshoot and he has done and does not want to be contacted any further. The insulin pump will not be returned for analysis.